Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack and although requested, the battery pack has not been returned. The review identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the premature battery depletion. Analysis of the AED's log files identified that once a new battery was installed the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.